Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient presented to the office on (B)(6) 2016 with a large area of wound eschar and purulent drainage over the incision. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Blood cultures on (B)(6) 2016 were negative, however wound cultures on (B)(6) 2016 were positive for lactose gram negative rods. No specific organism was identified at the time of report. The entire system was explanted on (B)(6) 2016 and the issue was resolved. The patient was started on intravenous vancomycin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.